Event description:
It was reported that during a laparoscopic gastric bypass procedure, the generator gave an instrument error. The instrument was cleaned and reassembled, but the generator would not pass the test. The test was reinitiated multiple times, with the same result. Another like instrument was used to complete the procedure. When the faulty instrument was later being cleaned, the active blade broke off. There was no patient consequence.